Event description:
It was reported that the bd nano¿ 2nd gen pen needle would not detach from the pen. The following information was provided by the initial reporter: "caller states she has a bd insulin pen and having trouble with the needle. Caller states that it is stuck in the diabetic pen. Caller states she has tried gto unscrew the needle but it will not come off."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023. H6: investigation summary: customer returned loose (4) new pen ndl 32g 4mm pro from lot# 2236165 and one used pen needle without teardrop label. It was reported by the consumer that needle is stuck in pen and they are unable to detach it. All the needles were visually inspected and observed no issues. All the pen needles were attached and detached using pen injector and observed no defects with attach/detach, no evidence of needle stuck to the pen injector was observed for any of the returned needles. Hence, alleged issue could not be confirmed based on the samples return for the investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. The root cause cannot be determined as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle would not detach from the pen. The following information was provided by the initial reporter: "caller states she has a bd insulin pen and having trouble with the needle. Caller states that it is stuck in the diabetic pen. Caller states she has tried gto unscrew the needle but it will not come off."